Manufacturer narrative:
Exact date unknown, event occurred in approximately three months ago.

Event description:
It was reported that the patient had difficulty in charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was not returned per hospital policy.